Manufacturer narrative:
H6 was corrected in this record. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip, model: mn10450-50a, UDI: (B)(4) serial: n/a, batch: ab2283 common device name: drg slim tip, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2283 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient was scheduled for a lead revision due to ineffective therapy. It was unknown which lead was at fault. During the surgical intervention the leads fractured [related manufacturer reference number: 1627487-2025-06196; 1627487-2025-06197].

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Surgical intervention was undertaken on (B)(6) 2025 wherein the l5 and s1 lead were fractured and left partially implanted.